Event description:
It was reported that noise was present on the right ventricular (rv) lead and a lead fracture was suspected. The lead was explanted and replaced. It was also noted that during the replacement of the left ventricular (lv) lead, the coronary sinus (cs) was perforated. The new lv lead was capped and was not replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 5076-58 implanted: (B)(6) 2008; product ID: 5076-45, implanted: (B)(6) 2008.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.